Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision with mentor memorygel 650cc silicone prostheses has since experienced significant adverse effects, including bilateral autoimmune disorders and paresthesia following the procedure. A few days post-operation, she developed a severe rash characterized by burning and itching under both breasts, which she described as unbearable. Subsequent medical evaluation led to diagnoses of lupus and rheumatoid arthritis, along with multiple other health complications. As a result of these troubling developments, the patient has scheduled removal surgery for (B)(6) 2025, with this report specifically pertaining to the left side.